Event description:
Caller reported a cgm error 42 involving the g7 sensor. There was no reported adverse impact on the customer's blood glucose level. Technical support provided guidance on performing a pump reset, which resolved the issue as the pump did not display the error code again. The customer successfully started their sensor session after the reset, and it was noted that battery depletion occurred due to the pump searching for bluetooth.